Manufacturer narrative:
On 02aug2021, cook medical inc. Received a complaint from (B)(6) , a representative at the (B)(6) hospital, located in the city of (B)(6). An ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-5s-cldm-hc; lot: unknown) experienced leakage at the junction of the mac-loc and the hub of the catheter. The device was required by an unknown patient for a left nephrostomy drain. After the device was placed, as the patient was leaving the procedure room, it was discovered that the catheter was leaking at junction between the mac-loc and the catheter hub. Consequently, the drain was removed and replaced via wire exchange. No other adverse effects to the patient were reported. Reviews of documentation including quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The customer did not provide a lot number for this device. Therefore, cook medical inc. Performed an expanded sales search for the reported device, ult8.5-38-25-p-5s-cldm-hc, ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter shipped to this customer between (B)(6) 2018 up to (B)(6) 2021. Cook medical reviewed sales records and was unable to identify the complaint lot. As a result, cook medical inc. Was unable to review the device history record. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The lot number was not provided. Therefore, the most recent instructions for use (IFU) t_multi_rev5 provided with the suspect rpn were reviewed for the information related to reported failure mode. Per the IFU, under the heading precautions, it states, ¿for best results, keep catheter surface wet during placement¿. The IFU also states under the heading how supplied, "upon removal from package, inspect the product to ensure no damage has occurred¿. Based on the available information, no device return, and the results of the investigation, the cause for this event was traced to component failure. Cook confirmed the complaint based on customer testimony. A CAPA was previously opened for this product issue. The CAPA investigation implemented corrective actions related to manufacturing and quality control. Because the lot number is unknown, it is unknown whether the complaint device underwent these corrections. Therefore, it is possible that a manufacturing or quality control deficiency contributed to this incident as determined from the CAPA investigation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: ir manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was leaking at the junction of the hub and the catheter. After left nephrostomy drainage placement and as the patient was leaving the room, the leakage was noticed. As a result, the device was replaced via a wire exchange. No other adverse effects to the patient have been reported.